Event description:
Customer reported an infusion set leaked insulin during use. He was unable to find the location of the leak and noticed the issue when his shirt was wet. He reported the same lot of infusion sets have not been sticking properly. No adverse event was reported. The leaky infusion set was discarded. The infusion set that did not stick properly was requested for evaluation.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Device will not be returned to manufacturer.